Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a repeated watch dog error. No patient injury reported.

Manufacturer narrative:
Device evaluation: both seals were intact. Top and bottom cases are in good condition. Visible contamination. Primary audible alarm post found in ehl several times and also acu watchdog as sympathy alarm. Power up/self test and performed infusion/occlusion test-mf testing procedure. Unable to duplicate. Audio test of speaker at level 1 the reading is 11, at level 2 the reading is 22, at level 3 the reading is 44, at level 4 the reading is 95 and at level 5 the reading is 150. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. .